Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075769/7076097.

Event description:
It was reported that patient was experiencing pain and irritation at the ipg pocket and midline incision sites. It was also reported that the stimulator was not helping at all despite reprogramming attempts. It was noted that the patients leads had multiple impedances. The patient underwent a full system explant procedure. The explanted ipg and leads will not be returned as they were discarded by the medical facility.